Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cannula broke on the bd ultra-fine¿ mini pen needle. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the needle was broke into two pieces when it was connected and twisted when opened the package.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the cannula broke on the bd ultra-fine¿ mini pen needle. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the needle was broke into two pieces when it was connected and twisted when opened the package.